Manufacturer narrative:
PMA/510(k)number : device is not distributed in the united states but is in the same family of devices as distributed united states one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows no ts or suture remain on the inserter or were returned. The devices actuator is in its post t2 deployment position indicating a complete deployment. The needle is bent. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Reported complaint of t2 non-deployment cannot be confirmed. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. A review of the device history record was performed which confirmed no inconsistencies. Further investigation is not warranted at this time.

Event description:
It was reported that the fast-fix 360 curved needle delivery t2 did not deploy. Procedure was complete with an alternate device. No injury to patient reported.